Manufacturer narrative:
(B)(4). Attempts were made to gather thorough event information during complaint processing; no further information could be obtained. The caravel microcatheter was returned for evaluation. The returned catheter was missing its entire tip, approximately 5mm long. No other noticeable damages were found on the microcatheter. The torn tip segment was microscopically observed. Multiple oblique cracks were observed on the tip polymer surface. The underlying braids and innermost polymer layer were found stretched. These finding suggested that the tip was torn off due to tensile stress along with some degree of twisting. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the provided information and investigation outcome, it was presumed that tensile stress, along with some degree of twisting, exceeding the product's design limit might be inadvertently applied to the catheter while the catheter tip was being trapped by the heavily calcified cto, leading the tip to become torn off upon removal of the catheter from the anatomy. There was no indication of product deficiency. Instructions for use states that: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] separation.

Event description:
It was reported that the tip of an asahi microcatheter became separated during a pci to treat a heavily calcified cto in the mid circumflex artery (lcx) with good collaterals from the rca. In an attempt to perform angioplasty to the cto of the mid lcx, an asahi guide wire was able to cross lesion, but the lesion still would not be crossed by other devices: an asahi penetration catheter, the subject microcatheter and an unspecified 1.0 angioplasty balloon. All devices were taken out from the anatomy when angiogram found the tip of the subject microcatheter broken and lodged in the cto lesion. Patient was stable without any hemodynamic complications.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.